Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, severe cracks on the display window, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, and broken battery tube threads.

Event description:
It was reported that the customer had a damaged insulin pump. Customer's blood glucose was 122 mg/dl. Customer stated that the pump was cracked near the battery compartment. Customer reported that she tripped and fell on the insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.